Manufacturer narrative:
Based on the data provided, calibration signals were good. An na electrode failure can be excluded. The customer used a centrifugation time of 4 minutes at 8000 rpms. The centrifugation time should not be less than 10 minutes. The root cause of the issue was determined to be a pre-analytical issue due to the centrifugation time. The customer is not having any further issues with ise tests.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for 50 patients tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The customer repeated all 50 patient samples on a different c501 module and the repeat results were believed to be correct. The customer provided erroneous results for 1 patient sample. The erroneous result was reported outside of the laboratory. The initial na result on this c501 module was 129 mmol/l. The repeat result from the other c501 module was 139 mmol/l. The customer will not be providing the results for the other patients affected. The customer indicated not all 50 patient samples produced discrepant results. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified an issue with the na electrode. The fse replaced the electrode, the sipper nozzle and proteinized the flow path. The fse also found a foreign substance in the reference solution tubing. The tubing was decontaminated, flushed and cleared. Pump pressures were checked and gauges were verified. The fse ran 50 ise checks, calibration, quality controls and a 20 cup precision check. All results were within specification.